Event description:
On (B)(6) 2012 the reporter contacted the animas corporation and claimed that starting about one week ago the up and down arrow buttons became intermittently responsive. The reporter stated the buttons look indented but no tears or rips were evident. The patient reportedly wore the pump in a pocket and did not clean it. The keypad was reportedly intact and the pump was not exposed to water.. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. The ok, up and down arrow keypad buttons were responsive; the complaint was not duplicated at the time of testing. The contrast button was found to be intermittently unresponsive, which has no effect on insulin delivery. During investigation, evidence of contamination was found under the down and contrast keypad contacts.